Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and replaced the he regulator assy and tubing,regulator to resolve the helium loss issue. Performed full calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that during service test the cs300 intra-aortic balloon pump (iabp) indicated helium loss. No patient involvement or adverse event was reported.